Event description:
Dealer states on s/n (B)(4) that the joystick that was replaced on order 441809860 on (B)(6)2013 is cutting out intermittently. (P/n 1164361).

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.